Manufacturer narrative:
(B)(4). Concomitant medical products: persona tibia cemented, cat#: 42-5320-071-02 lot#: 62852381 persona articular surface, cat#: 42-5224-007-10 lot#: 62687564 persona femur cemented (ps) standard, cat#: 42-5006-066-02 lot#: 62359533. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see reports: 0002648920-2017-00553, 0001822565-2017-06354, 0001822565-2017-06358, 0002648920-2017-00556.

Event description:
It is reported that after a knee arthroplasty that the patient is being scheduled for a revision due to unknown reasons

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.